Manufacturer narrative:
Product analysis: it was confirmed that the epg would shut off, when batteries were removed. The capacitors were found to be out of electrical specification. Output connectors were found to be broken. Case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would shut off during battery replacement. The epg was returned for service. No patient complications have been reported as a result of this event.